Event description:
A malfunction was reported with malfunction code 12, and it was addressed by providing the customer with information to reset the pump. There was no adverse impact on the customer's blood glucose level. After the reset, the malfunction did not recur, and the customer was informed to contact support if the issue happened again, which they acknowledged and understood.